Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. No information about possible further steps has been received yet.

Event description:
The user has been using the device successfully for years. On (B)(6)2019 the sound suddenly became distorted. There was no report of any accident or trauma associated with this change in sound. The user visited the clinic on (B)(6) 2019. Re-programming was attempted but the issue was not resolved. Additional assessment of the device will take place in the next couple of weeks. As per additional information received, the clinic reported that the user hasn_t been re-implanted yet as he is not currently fit for surgery, requiring a cardiology / anaesthetic assessment before any surgery can take place, being currently awaiting this.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user has been using the device successfully for years. On (B)(6) 2019 the sound suddenly became distorted. There was no report of any accident or trauma associated with this change in sound. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been using the device successfully for years. On (B)(6)2019 the sound suddenly became distorted. There is no report of any accident or trauma associated with tis change in sound. The user visited the clinic on (B)(6)2019. Re-programming was attempted but the issue was not resolved. Additional assessment of the device will take place in the next couple of weeks.